Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) (biomet).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) (biomet).

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed annex g code: mechanical (g04) ¿ drill the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the reamer was found to be dull during a procedure. No reported patient harm. Attempts have been made and additional information on the reported event is unavailable at this time.